Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the proximal diagonal. A non-abbott balloon dilatation catheter (bdc) was in the non-abbott guiding catheter. The 3.0x33mm xience xpedition stent delivery system (sds) was prepped prior to use with no issue or leak noted during preparation. During advancement of the xience xpedition sds into the guiding catheter, resistance was met, and the sds was removed without reported issue. The bdc was also removed. The sds was then reinserted and then the bdc was reinserted. The sds was successfully advanced to the target lesion; however, during deployment of the stent implant at 14 atmospheres (atm), the sds did not hold pressure. The stent implant was reportedly fully deployed. Post-dilation was performed with an unspecified bdc to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. The difficult to position with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.